Manufacturer narrative:
It was reported that the event occurred from (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. This occurred during patient infusion with 5-fluorouracil. The reporter stated that at the end of the expected therapy time of 48 hours, approximately 40ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 22, 2019 to march 25, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.